Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 4th firing. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? After 3rd clip was fired, but the device was telescoped. Was the device fired after this incident in or out of the patient? Yes, completed the case with same device. What were the indications for surgery? Gall bladder, what was found? Unk. Does the patient have any relevant history of surgical treatments? After gall bladder was removed they did ablation of the liver. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The 4th firing, on the cystic duct, the clip scissored and did not close completely. Rep inserviced surgeon to pull the trigger plastic to plastic. The remaining clips fired properly. Same device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). It is our opinion based on experience and what we observed in the video, that the scissored clip was the result of jaw movement and jaw rotational forces being imparted to the clip during formation (firing). Comments: the following are a few reminder steps to help achieve optimal device performance. Always pre-load a clip into the jaws before placing the jaws over a structure especially if the structure completely fills the jaw aperture. If you choose not to remove device from structure between firings (not recommended especially on larger structures), the clip must be allowed to completely advance into the jaws. Which means the firing trigger is allowed to open fully before the firing stroke is started. All rotational and downward forces should be brought to neutral and none or minimal movement or the jaws during firing. Firing should consist of one smooth continuous stroke ending with the plastic trigger touching the plastic handle. Note: firing with the finger tips rather than the full hand makes achieving this easier.